Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a poor connection between the system and memory pcbs. After replacing the system/memory pcb assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that after the device was on for about 15 minutes, it would spontaneously reset. There was no pt use associated with the reported event.